Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced a lead perforation. The right ventricular lead was repositioned multiple times and it was during this time when the patient declined. Code blue was called. Echocardiogram performed and blood was drained from the pericardium. Cardiothoracic physicians in a larger hospital were notified. The patient had perforation, tamponade, and pericardial effusion. The patient was too unstable to be transported. The patient was admitted to the intensive care unit (ICU) and stabilized the next day. The lead rv lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.